Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and reported that the cgm numbers stayed between 104 and 110 mg/d.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.